Manufacturer narrative:
(B)(4). Device evaluated and the condition found during service was confirmed. The film wrap was missing from the device. The root cause of the misassembled condition was due to operator error during the film wrap assembly process. A batch review was conducted which found no nonconformances. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During sample evaluation by baxter for a separate reported condition (see report 6000001-2011-02521), a missing film wrap was discovered by baxter's sample technician. This represents a potential breach in the sterile fluid pathway. This was not reported by the customer; rather discovered during service/testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.